Manufacturer narrative:
(B)(4). Plant investigation is in process. A supplemental MDR will be submitted upon the completion of this activity.

Event description:
A user facility reported that a blood leak occurred during the hemodialysis treatment. The blood leak was noted as being an external dialyzer leak. Blood was observed leaking from the header of the dialyzer approximately halfway through the patient's treatment. No dialyzer damage was visible. Blood test strips were not used as the leak was visually observed. The machine did not alarm. The patient's estimated blood loss was approximately 300cc. No adverse effects were experienced by the patient as a result of this event and no medical intervention was required. The patient completed treatment with a new set-up on a different machine. The complaint device is available for evaluation by the manufacturer.

Manufacturer narrative:
The device was returned to the manufacturer for physical evaluation. A visual examination of the returned device revealed the presence of coagulated blood. The fiber membrane was streaked with blood residue and coagulated blood was noted between the screw flange and the polyurethane cut surface at both ends of the dialyzer. Additionally, a thin piece of debris, consistent with a polyurethane/polyethylene (pu/pe) sliver, was identified situated between the potting cut surface and the o-ring at the cavity ID end. The debris was located approximately between 10 and 30 degrees with the dialysate ports situated at 0 degrees. There was no other debris, damage or irregularities noted. The dialyzer was subjected to a laboratory external leak test; a leak was observed originating from beneath the cavity ID end screw flange at 4.0psi. A records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The investigation into the cause of the reported problem was able to confirm the failure mode. A visual examination of the returned dialyzer observed debris lodged between the silicone o-ring and polyurethane cut surface on the cavity ID end. Additionally, the dialyzer was subjected to a laboratory external leak test, which confirmed the presence of a leak. Therefore, the complaint was confirmed.